Manufacturer narrative:
The mayfield skull clamp (a3059) was returned for evaluation: device history record (DHR): the DHR was reviewed and showed no abnormalities related to the reported failure. Failure analysis: the returned unit passed all specific functional testing requirements except that the lock has up and down movement. When properly positioned, it would not have caused movement in the locked position. Ratchet extension arm passed all functional testing for movement. Evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs could not duplicate movement. However, general maintenance and cleaning is required. Root cause: evaluation of the device found no device deficiencies that would have contributed to the reported complaint. Repairs could not duplicate movement. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the locking mechanism on the mayfield skull clamp (a3059) had some movement after positioning. No patient injury or surgical delay has been reported.